Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was leaking while for for less than an hour on the abdomen. It was noted that the cannula dislodged from the site and was bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.